Event description:
It was reported by service report that the brakes are not holding on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam. On (B)(4) 2011: contacted the hospital biomed technician: he visually inspected the unit and stated brake cams are wearing out on the drive link assemblies. Customer is refusing to replace them and stated that he is making alterations to the cams on his own. He stated that he is aware that the alternations is against stryker's recommendation, and that stryker did not tell him to make the alterations. (B)(4).